Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b d9 h3 h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as an unidentified (tear) opening. Additional observations: crease fold observed on the device. Wear abrasion observed on the device.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.